Event description:
It was reported that (1) atw35 was used during a laparoscopic nephrectomy procedure. It was reported by the rep that the surgeon was using the atw35 for a laparoscopic nephrectomy and the device would not open after firing on the renal artery. The device was eventually able to open. The surgery was completed using a different instrument. There was no consequence to pt.